Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the calcified and moderately tortuous mid left anterior descending (lad) coronary artery. The 12mm x 2.5mm maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The procedure was successfully completed with a quantum maverick balloon catheter. No pt injuries or complications were reported. Pt status is reported as "fine."